Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. High voltage therapy testing could not be performed due to the battery voltage is too low. It was noted that the device was returned over two years after it was explanted. Based on the memory log the battery voltage was around 2.37 volts and 20 second charge time at explant. Based on this, engineering determined that the device was able to deliver therapy while implanted. Having met the engineering longevity prediction, functionally passing returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
The device was explanted for reported normal battery depletion approximately three years after the reported issue. Over a year after explant the patient was deceased and the previous explanted device was returned for analysis.

Event description:
Boston scientific received information that the patient experienced syncope and several near syncopal episodes while grocery shopping. The patient was brought to the hospital where her blood pressure was found to be elevated at 200/100. The boston scientific sales representative (sr) stated that he was not called to do a device interrogation at the time, however approximately one week later when the patient was at the heart clinic he was given the electrogram strips. The strips were sent into boston scientific ts for review. Upon review, ts noted noise that appeared to be from electromagnetic interference (emi) and led to oversensing. Pacing inhibition with greater than two seconds of asystole were also observed at least four times on the strips. Ts discussed possible sources and options to prevent oversensing and pacing inhibition with the sr. The sr stated the cause of the syncope was unknown and would educate the patient on emi interference.